Event description:
The patient contacted animas on (B)(6) 2012 alleging erratic blood glucose (bg) readings ranging from 40-50 mg/dl to the 400's mg/dl. The patient did not recall the date when she last obtained a low bg result; however, reported that for the past 3-4 weeks her bgs have been 400+ mg/dl. The patient stated, the high bgs began after her hcp changed her basal rates from .80 to .65u/hr in response to frequent low bg readings she was having. The patient stated, she has not checked for ketones and claimed she did not "feel well" with the high bgs. The patient was advised by her hcp to change basal and I:c ratio to help with bg control. At the time of troubleshooting the patient confirmed all pump settings were correct. Customer support assisted her with changing her basal and I:c ration per hcp's instruction. The subject pump was reviewed. There were no associated alarms in pump history. It was noted that total daily delivery and bolus/basal history added up correctly for the past few days. The patient denied any issues with bent or kinked cannulas. The patient confirmed no visible bubbles in cartridge or tubing or leaking of insulin. Customer support noted no defect of device found at time of troubleshooting. Although no malfunction of the device was found at the time of troubleshooting, this complaint is being reported because, the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: review of the black box data revealed records beginning (B)(6) 2015. Due to continuous use of the pump the black box data/histories for the event have been overwritten. The available daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump passed delivery accuracy testing with no delivery defects found. The pump was determined to be delivering within required range and delivering accurately. Investigation did not duplicate the complaint, the pump information for the complaint date has been overwritten. Unrelated to the original complaint, the display screen had a pinkish contrast and the battery compartment was cracked on the side from threads to cover.